Event description:
Pt uses an animas insulin pump. It has been alarming a code "070" which stands for occlusion. The company has blamed the numerous alarms on pt and their cartridges that hold the insulin in the pump. They have changed pump about 5 times for this reason, and given pt about 8-9 different lots of cartridges to try to correct it. Event is ongoing. Customer service is also bad at handling this.